Event description:
It was reported that the patient was admitted to the hospital for chest pain. The patient went into ventricular tachycardia and was treated with anti-tachycardia pacing by the implantable cardioverter defibrillator (ICD). The patient had to be externally rescued and shocked five times for fast ventricular tachycardia because the ICD did not shock the patient. Interrogation of the episodes from the ICD suggested severe ischemia leading to multiple ICD shocks. The device is suspect of suboptimal function during the patient¿s hospitalization. The ICD was removed due to significant battery depletion after extensive shocking therapies. A new ICD was implanted. It was further reported that the right ventricular (rv) lead was found to have decreased sensing capacity and a sudden drop in sensitivity. The lead was intermittently undersensing. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).